Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling during transportation/storage whereby the carton had been compressed. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging. No further investigation for this event is required at this time.

Event description:
Outside of package of implant showed slight indentation. Upon opening it was discovered that the outside corner of the sterile pack was chipped off - although the seal on the package was not compromised. Nurse turned around to show me and dropped on the floor causing plastic shell to crack and implant came through poly and touched floor. A 2nd implant was opened and the case proceeded without delay.

Event description:
Outside of package of implant showed slight indentation. Upon opening it was discovered that the outside corner of the sterile pack was chipped off - although the seal on the package was not compromised. Nurse turned around to show me and dropped on the floor causing plastic shell to crack and implant came through poly and touched floor. A 2nd implant was opened and the case proceeded without delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.